Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. In addition, this lead exhibited increase threshold, and patient was experiencing chest pain. Furthermore, an x-ray was performed that confirmed dislodgement visually. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. In addition, this lead exhibited increase threshold, and patient was experiencing chest pain. Furthermore, an x-ray was performed that confirmed dislodgement visually. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Also, visual inspection revealed no abnormalities. Furthermore, dislodgement is deemed a known inherent risk of device